Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for use was spinal pain. It was reported the patient was in the emergency room earlier. It was noted the had a cellulitis infection in the area where my medtronic pump is at. The infection was localized and was caught in time before things got really serious. The infection was all ruled out with negative blood <(>&<)> urine labs (not a systemic infection). The patient had a 100f fever, feeling generally ill, severe pain at the pump site, skin feeling warm-hot, nausea and a lot of sweating. The patient was still very happy with their pump and was praying they don't lose the pump due to the infection. The pump had given the patient their life back. No further information was provided.